Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No rewind anomaly, unexpected noise during rewind anomalies or rattling noise while shaking the insulin pump noted. No loose components found per our visual inspection. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump made a strange noise. The customer reported the noise was metal-like. The customer also reported they could hear components moving when the insulin pump was shaken. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.